Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the non patient end sleeve got stuck in the stopper of the collection tube. There were no health consequences or impacts reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1 initial reporter facility name: (B)(6) medical center. Investigation summary: material #: 367300. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve fall off was not observed. The photo shows the sleeve of the luer adapter detached from the device and trapped in the stopper of a non-bd tube. The competitor containment device (blood collection tube) used in conjunction with our luer adapter and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.